Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was unable to charge the ipg, was experiencing numbness on her hand when using the device, and was having pain at the lead site. It was believed that the lead tail seemed to be prominent at the skin level of the neck. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the difficulty in charging was not one of the reasons for the explant procedure. The physician did not state that device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg, was experiencing numbness on her hand when using the device, and was having pain at the lead site. It was believed that the lead tail seemed to be prominent at the skin level of the neck. The patient will undergo an explant procedure.